Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: product evaluation: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated band bent inward near commissure 3; heavy calcification was observed on leaflet 3, and minimal calcification on leaflet 2 and 1. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 on the inflow aspect and 7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Leaflet 3 had a 3mm tear at the free margin and calcification was evident at the tear. A 2mm tear near commissure 2 on leaflet 2 was observed; leaflet appeared thickened and swollen at the tear. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve on the inflow aspect and exposed metal band.

Event description:
Through implant patient registry it was learned that a 23mm aortic valve was explanted after an implant duration of 8 years, 1 months due to severe stenosis, calcification, pannus, and degeneration. The patient presented with sob and palpitations. The explanted valve was replaced with a 21mm valve. The patient was discharged home on pod #5. Product evaluation confirmed heavy calcification and heavy host tissue overgrowth, a leaflet tears and on leaflet 2 was thickened and swollen.

Manufacturer narrative:
H10: additional narratives updated b5, b7, and h6 per new information received.

Event description:
Through implant patient registry it was learned that a 23mm 3000 aortic valve was explanted after an implant duration of 8 years, 1 months due to severe stenosis. The patient presented with sob and palpitations. The explanted valve was replaced with a 21mm 11500a valve. The patient was discharged home on pod #5.

Event description:
Through implant patient registry it was learned that a 23mm aortic valve was explanted after an implant duration of 8 years, 1 months due to stenosis. The patient presented with sob and palpitations. The explanted valve was replaced with a 21mm valve. The patient was discharged to home. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.